Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed a small, dark particle present between the junction of the tube of the injection port and the wall of the injection site body, therefore outside of the fluid path. This complaint is no longer reportable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag had a black mark on the outside injection port area. This was noticed after the device was filled with abraxane (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.